Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation, dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the event is unknown, but likely a result of moderate leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After post dilatation, the patient¿s pressure dropped to 40mmhg and an aortic rupture was visualized on tee. The 26mm sapien 3 was prepared with 25ml in deployment system. A 26mm sapien 3 positioned appropriately, with a final placement of 80:20 aortic/ventricular. Mild pvl noted, 1ml added to delivery system for a total of 26ml. After post dilatation, the patient¿s pressure dropped to 40mm hg and an aortic rupture was visualized on tee. Pericardiocentesis was performed and a total of 4 units of blood was administered. The pericardial tap and reversal of anticoagulation was enough to stabilize the patient. The patient was hemodynamically stable, and the decision was made to transport the patient to the ICU under close observation. The sheath was removed and surgical closure was performed. Patient was stable and transported to the ICU. The native annulus measured 25x27mm2 via CT, with mild annular calcification, moderate leaflet calcification and no aortic root calcification. The cause of the event was attributed to aggressive oversizing and post dilation.